Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient underwent the implantable neurostimulator (ins) ins system implant procedure. After a while, stimulation anomaly occurred for one of the leads, the patient had no stimulation feeling at all even though output was increased up to 10.5 v. The other lead only was used. The patient requested an explant procedure due to insufficient effects, however, the hcp did not accept it. After more than two years have passed since the ins implant, the patient visited their doctor. Stimulation was adjusted/checked and x-ray images were taken then. As a result, the x-ray images identified that the anchor of the one lead was detached and the one lead was completely pulled out from the epidural space, and that the other lead was pulled out a bit and its proximal part was stuck out to a 2 electrode conductors extent from epidural space. At impedance measurement, over 40,000 ohms was indicated for some electrodes. Abnormal impedance at more than 10,000 ohms was displayed for all electrodes. Only 3 electrodes that the patient got stimulation with increase in output were currently used. The doctor did not consider a replacement procedure. No surgical intervention occurred, nor was planned. The issue was resolved at the time of this report. The indication for use included pain post spinal cord injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.